Event description:
It was reported that a person using an ilet system experienced hyperglycemia after attempting a cartridge change, with no device alarms and no observed set leaks; the individual used a 6 mm, 23" infusion set and confirmed high glucose by fingerstick. Symptoms included elevated blood glucose up to 528 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy; glucose levels began to decline following a guided infusion set change. Investigation included remote troubleshooting and user education on replacing the infusion set and supplies. Investigation of this case revealed no device alarms or confirmed delivery interruption, and the cause of the hyperglycemia remained unclear despite a successful set change and subsequent glucose improvement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.